Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device would not engage the burr device. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter lock assessment because the device was powerbroken. Therefore, the reported condition was confirmed. It was determined that the cause of powerbroken was failure to follow directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.